Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated; however, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch verio2 meter was reading inaccurately high compared to another device (ambulance meter, unknown brand). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter stated that the alleged inaccuracy issue began on 9 a.m., on (B)(6) 2020. The reporter claimed that the patient obtained a result of "81 mg/dl" with the subject meter and "43 mg/dl" on the other device, performed more than 30 minutes apart. The patient reportedly manages their diabetes with insulin (lantus solo, every morning and humalog kwik pen, 3 times daily before meal times), self-adjusted based on blood glucose readings and the reporter advised that in response to the alleged inaccuracy issue with the subject device, the patient didn't take her insulin. The reporter stated that at around 1 p.m., on (B)(6) 2020, the patient woke up "sweating" and started "talking slurry" and in response, they called an ambulance. On arrival, the paramedics tested the patient's blood glucose using their device, obtained a result of "43 m/dl" and treated the patient with oral glucose before taking her to the emergency room (ER). It is not known if the patient received additional treatment whilst at the ER. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample site was used to obtain the results. The cca noted that the reporter did not have control solution available at the time of the call to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required treatment from a healthcare professional for an acute low blood glucose excursion after obtaining the alleged elevated reading on the subject device.